Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported that the device spontaneously switched off. No external factors were identified. No troubleshooting was performed. The patient switched the device off before reactivating. It was unknown if the issue was resolved at the time of report. Additional information received reported that the cause of the event was not determined. It was unknown if the event was resolved.